Manufacturer narrative:
The device was evaluated by ventec where the reported issues of it measuring lower peep (positive end expiratory pressure) than set and having low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set and its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.